Manufacturer narrative:
H6: updated codes based on the results of the investigation. H11: updated based on the results of the investigation and added clinical review. Corrected information has been provided in d4(serial). Upon review, it was identified that the information was inadvertently not submitted in the initial report. The cause of the access site adverse event was not determined due to insufficient clinical details.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This report is being submitted to correct (b1 and b2) captured under the initial report. Upon further review, the report type selected in that submission was determined to be incorrect and the report has been updated accordingly to accurately reflect the appropriate reportable event category. Corrected information was provided in d3, e1 and g1. Upon review, it was identified that these were it inadvertently omitted from the initial report. Corrected information was provided in d4. Upon review, the primary UDI number has been updated.

Event description:
Additional information received stating that the hematoma and access site bleed has resolved and the patient remains on support.

Manufacturer narrative:
B5 updated with additional information received from the clinical site.

Manufacturer narrative:
D6b: added explant date.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical rationale: an impella 5.5 was surgically inserted via right axillary/subclavian artery access in a 61-year-old male patient for cardiomyopathy. The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was scai stage d. At the conclusion of the procedure, the patient remained on support and was transferred to the ICU. On the third day of support, oozing was observed at the tunneled right axillary insertion site, with subsequent development of a hematoma. At the time of the event, the patient was off systemic anticoagulation, and sodium bicarbonate was already present in the purge solution per standard practice at the facility. The patient had been on anticoagulation with heparin at 800 unit/hr. The anti-factor xa at time of event was .17. Platelet count was reported as 54. The estimated blood loss was reported as unknown. No blood products were administered. A pressure bag and dressing were applied to the access site, after which no additional oozing was noted. The patient was evaluated by cardiothoracic surgery and surgical exploration was not required. The plan of care was to continue pressure dressing and hold systemic anticoagulation. The patient was reported as stable. It is unknown whether the patient had underlying conditions that contributed to the blood loss. There was no allegation or deficiencies against the device noted by customer. The procedure outcome is unknown as the patient remains on support at the time of complaint reporting. Anticoagulation necessary for the pump placement and support can contribute to access site bleeding/hematoma.